Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient lowered their stimulation the day before the call because they had pressure in their sphincter. The issue was reported to be resolved at the time of the report. It was noted that the trial began on (B)(6) 2020. On (B)(6) 2020 the patient reported being on an antibiotic. The patient also reported they had developed a rash on their buttocks and they were experiencing diarrhea. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).the rep stated the rash resolved. The patient was being treated directly by doctor during this time period and did not affect the interstim trial.